Event description:
It was reported that the piston back part of the insulin pump came off during the rewind process. The nurse mentioned that the infusion set was changed due to his high blood glucose. Advised that the insulin pump will be replaced. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the prime test as a result of a loose motor support disk. Further testing could not be performed due to the error alarm.